Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of right ventricular (rv) oversensing noted due to noise on the rv lead. Insulation damage was alleged to be the cause. No intervention has been taken, and the patient was stable with no consequences.